Event description:
It was reported that no samples could be retrieved while using the holster, it was then noticed that the dc motor adapter was broken in the blue cable connector on control module. At this point, the procedure was aborted and rescheduled.